Manufacturer narrative:
Date of event is unknown. Additional device product codes: hwc. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device history records review was completed for part# 02.117.203, lot# l134379. Manufacturing location: (B)(4), release to warehouse date: sep 16, 2016. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery for an open reduction on internal fixation of the right humerus. On (B)(6) 2018, a hardware removal and revision surgery was performed due to a non-union. During the revision surgery, a 2.7 mm/3.5 mm va-lcp postlat and nine unknown screws were removed. All hardware was removed intact, no malfunctions. The revision surgery entailed an unknown synthes plate and unknown screws. The procedure was completed successfully without any delays and patient status was reported as satisfactory. This report is for one (1) 2.7 mm/3.5 mm va-lcp postlat dstl hum pl 3h/rt/75 mm-short. This is report 1 of 2 for (B)(4).